Event description:
The epiq 7c ultrasound system displayed an error code during use. The system was restarted but continued to show an error. The system was then replaced to complete the cardiac ultrasound. No patient or user was harmed as a result of the issue. Multiple attempts for additional information were unsuccessful. It was unknown if this occurred during a critical procedure. This event is being reported out of an abundance of caution. Philips has started an investigation for this complaint.

Manufacturer narrative:
An investigation was attempted, however it was reported the issue was fixed by a 3rd party and no further information was provided.